Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer reported that the alarm powers on but when the magnet is taken off, the unit does not alarm. There was no pt injury reported.